Manufacturer narrative:
Additional information has been provided. The system was manufactured on august 17, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on september 14, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a female patient experienced macular edema in the right eye following a cataract extraction with intraocular lens implant procedure. The intraocular lens was implanted in the capsular bag and surgery was completed without incident. The patient was treated with a nonsteroidal anti-inflammatory eye drop. Additional information received indicated the patient has macular thickening without edema. Additional information has been requested and received. This report is being filed for the tenth patient right eye from this facility.